Event description:
Reporter alleged blood glucose measured "hi" back to back with a result of 150 mg/dl when testing was performed 2 minutes apart. Customer stated at the time of testing, he did not feel like glucose was high. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.